Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: evaluation revealed that investigation revealed that the display was dim and discolored. Evaluation revealed that the top of the battery cap was worn. Unrelated to these issues, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Also unrelated to these issues, the contrast button was intermittently unresponsive, which has no effect on insulin delivery function. There was contamination found under the contrast button. All of the other keypad buttons responded appropriately. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Evaluation also revealed that the top of the battery cap was worn. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/20/2015.